Event description:
The customer reported an alarm indicating an issue with the device. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to perform several troubleshooting steps, including disconnecting the tubing, tightening connections, delivering insulin boluses, and checking for any visible damage, which resulted in discovering a ball of insulin. The customer was assisted in filling and loading a new cartridge and was advised to replace supplies as necessary before resuming insulin therapy.